Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: angulation - low u=75 d=65 l=45 r=65. D/e [distal end] plastic cv / c-body [distal end] - scratches at c-body, ad [circuit board] holder ring. Lg [light guide] lens - crack. A-rubber [bending section cover] glue - crack (c-cover [plastic distal end cover]) crack (I/t) [insertion tube]. Insertion tube - snaky, deep scratches/sharp catching cotton from 70 -80 mark. Ob lens [objective lens] tiny chips not affecting image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be established, as the event was not observed in evaluation, and was therefore not confirmed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had a possible needle broken off in the scope. The issue occurred during reprocessing. There were no reports of patient harm.